Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with cracked retainer, fading serial number label and broken belt clip rails. The unit p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the insulin pump's clip rail had broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.